Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off in screw. Screw was removed. Reducer is not attaching to the top notch of the expedium screws.

Manufacturer narrative:
Additional narrative: (B)(4). One (1) expedium quick connect si polyaxial screwdriver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip is presumably retained within the drive feature of the polyaxial screw head. The optical image of the fractured surface revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern. The plastic deformation at the hex-lobes indicates a torsional overload of the fractured tip, which suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the hex-lobes extending to the center of the shaft, the potential fracture termination site. No material defects of other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip being broken intra-operatively cannot be determined. However, fracture analysis suggests that fractured tip underwent a quasi-static overload torsional shear failure starting at the hex-lobes extending to the center of the shaft, the potential fracture termination site. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.